Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 1.5x12mm non-bsc balloon catheter resulting to 40% residual stenosis. However, the physician had difficulty to negotiate the bend of the lesion and noticed that distal strut of the stent was damaged. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24mm x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the mid and distal regions were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 1.5x12mm non-bsc balloon catheter resulting to 40% residual stenosis. However, the physician had difficulty to negotiate the bend of the lesion and noticed that distal strut of the stent was damaged. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.